Event description:
(B)(4). No serious injury alleged. Malfunction alleged. End user alleges casters closest to the brakes are wobbling. MDR filed.

Manufacturer narrative:
(B)(4). MFR. Report # 1525712-2013-01855 indicating the brand name as a mechanical (manual) wheelchair instead of a mechanical walker, rollator.